Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed the reported problem and found a leak from sample tubing from the t-fitting to the flow cell; there was also a clog in the red stripe stain tubing. Both the sample tubing and the red stripe tubing were replaced resolving the leak and the retic vote outs originally reported by the customer. Upon recur, the failure mode identified could impact differential and retic parameters; results could be flagged, un-flagged or non-numeric, depending on the severity of the leak. (B)(4).

Event description:
The customer stated clear liquid leaked onto the counter while running samples on their lh780 instrument. No system error messages were generated. The customer also indicated that "retic vote outs" were recovered in connection with the leak. No erroneous results were generated in connection with this event.